Event description:
It was initially reported that the physician obtained high lead impedance readings during a routine office visit. The patient's x-rays were sent to the manufacturer for review and no obvious anomalies were observed in the visible portions of the lead that could have caused or contributed to the reported event. The patient's device is programmed off and there are currently no plans to take additional intervention.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.